Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported the pt was admitted for a chronic bacterial driveline infection. No alarms were reported for the event. The pt will continue to be medically treated with antibiotic suppression.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation as the pump was not returned to the manufacturer for evaluation. It was reported that the patient continued with a bacterial driveline infection and was medically treated with antibiotic suppression. The patient had a previous complaint of a driveline infection. It was communicated that the patient remained ongoing on pump support until expiring on (B)(6) 2015, and the pump was not explanted (reference MFR''s medwatch # 2916596-2015-00376 for the event regarding the patient outcome). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.